Event description:
Caller reported a tandem mobi cartridge alarm, but there was no adverse impact on the customer¿s blood glucose level. Technical support was unable to confirm the cartridge alarm that the caller reported and advised the caller to reach out when the alarm is active for proper troubleshooting. No additional information was received regarding the outcome of the event.